Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed downstream occlusion test. The device alarmed above 22 psi (pounds per square inch), passed the exceed pressure. This occurred during the preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.